Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va18ac6, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that they were unable to fully insert the lead so that there was blue showing at the end of the channel. It was noted that this was the second implantable neurostimulator (ins) that the lead would not insert into. The event was during a stage 2 implant. They tried reinserting several times and called technical support for help, but even after troubleshooting they still could not fully insert the lead. The healthcare provider (hcp) decided to insert the lead into the channel with the 3rd contact out; 3 of the 4 electrodes were engaged. The hcp thought this was a better option than putting in a new lead. When they ran an impedance, everything was good except for contact 3 and it showed they had high impedance on 4 of the electrode pairs. There was no visible damage to either of the components. They used programs that avoided electrode 3, after the case was complete. There were no patient symptoms reported. The ins indication for use was for fecal incontinence, gastrointestinal, pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.